Event description:
It was reported that during a lap adjustable band procedure, upon inserting the band through the trocar, the tip of the tab tore off. The piece did not fall into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.